Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
The customer reported an alarm (light emitting diode) led failed error. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The reported event occurred during unit startup. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The manufacturer's field service engineer (fse) replaced the power management board to resolve the reported issue. The ventilator passed all testing and operated within the manufacturer's specifications.